Event description:
The customer's mother reported her daughter activated the pod on (B)(6) 2013 with a new brand of insulin. No changes were made in basal program or physical activity. Her daughter's blood glucose measured above 250 mg/dl on (B)(6) 2013 even after she injected insulin and made some corrections. Her child started to experience abdominal pains, vomited at least 5 times, and experienced a lack of appetite. Her blood glucose tests showed the results of 300-400 mg/dl, so she tested her daughter with a ketones home test kit and got the highest result. The mother then took the patient to the emergency room where she was diagnosed as suffering from diabetic ketoacidosis and hospitalized. She was treated with intravenous infusion and IV insulin. It was also reported that the patient was under psychological pressure because her grandfather is ill. Comparison results from the patient's pdm and the hospital lab are as follows: see scanned table.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the inaccurate low test results reported. Qualification records were reviewed and the product lot met all acceptance criteria.